Event description:
It was reported that a malfunction occurred with the device, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who provided guidance on resetting the pump. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and to contact support again if the issue reappeared.